Event description:
The customer reported a leak at the smartsite on the primary set during an insulin infusion in labor and delivery that resulted in an unspecified change to the patient's treatment. Although requested, no further patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.